Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set with pah, an unspecified number of tubes are missing their label. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows. D.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.